Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image is not displayed occurred due to defect of the generator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The technical support team reported to olympus, that the image "drops out" on the lcd monitor when the radio frequency (rf) was triggered by the erbe rf generator. The issue was found during an unspecified procedure. It was reported that the lcd monitor worked normally without rf triggering. The customer reported that there was no patient injury or harm, and more information would be provided regarding the incident.